Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a return of symptoms, going every 30 minutes and that patient also experienced stimulation under their belly button. It was further reported that the patient felt uncomfortable stimulation at 5.0 and caller changed from program 4 @ 0.5 to program 3 @ 3.5 and patient felt comfortable stimulation. No further complications were noted or anticipated.